Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarms which were reproduced. The downstream occlusion alarms were verified through a review of the event history log and found to be caused by an out of specification downstream sensor. The downstream sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed false downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.